Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was recently seen in the clinic for a routine follow-up. Upon interrogation, the shock impedance was around 110 ohms. The patient's amplitude, pace impedance and threshold data were within normal range. Per recommendation from technical services, the shock impedance alert was reprogrammed to 150 ohms. The physician determined further investigation of the elevated shock impedance was not required. Since the in-person interrogation, the patient has been followed remotely and all shock impedances have been within range (73-123 ohms). The physician will continue monitoring the patient's electrical measurements. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances of greater than 125 ohms. Technical services suggested bringing the patient in for further evaluation. It was noted the presenting and all stored electrograms (egm) looked appropriate. There were no sensing issues observed. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.